Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required assistance to treat blood glucose (bg) level. It was not provided if bg level was low or high. Tandem technical support reached out to customer to obtain additional information regarding the event; however, customer declined to further troubleshoot or clarify events.